Event description:
Customer reportedly received result of 432 mg/dl on the aviva plus system and results of 181 mg/dl on active s system 1 and result of 177 mg/dl on active s system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the active s system 2 (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in aviva plus system. Reference medwatch report with patient identifier (B)(6) for the suspect device used in active s system 1.